Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The prosthesis could not be released inside the patient. It became stuck, and a broken thread is visible. When they tried to remove the prosthesis from the patient, it was not possible to deploy it was stuck, and a broken thread was visible. They then removed it and inserted a second prosthesis. Was the product inspected for damage before use? - no what was the target location? - major duodenal papilla details of the wire guide used (diameter, type, make)? - metii-35-260 was the wire guide inspected for damage before use? - n/a was the zip port facing upwards and slightly curved when backloading the wire guide? - n/a what endoscope type and channel size was used? - 4,2mm duodenoscope. Did the patient exhibit difficult anatomy? - no was the stricture dilated before stent placement? - no was an assessment carried out to determine to necessity for pre-dilation? - n/a was the safety wire removed? If yes, at what point was it removed. - no, because the problem was at the beginning of the release of the stent was resistance encountered when advancing the wire guide to the target location? - no if resistance was felt how did the physician deal with the resistance encountered? Was resistance encountered when advancing the delivery system to the target location? - no if resistance was felt how did the physician deal with the resistance encountered? What was the position of the elevator during advancement? - n/a what was the position of the elevator during attempted deployment? - n/a was the directional button pressed during use? - n/a was the yellow marker kept in view during attempted deployment? - no was a stent previously placed at the same or adjacent location? (If yes, was the complaint stent placed in the stent that/was already in situ?) - no. Did any part of the stent contact the patient's anatomy when the complaint occurred? - no. Were any other defects (other than the complaint issue) observed on the device? - no. How was the procedure completed (another device, postponed for another day)? - another stent was placed. Was there any adverse effects to the patient due to this occurrence? - no.